Manufacturer narrative:
The device has been returned for analysis; however the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(4).

Event description:
As reported by the affiliate, the customer had a problem with one of the savvy balloons in which the tip was severed whilst in the patient¿s artery and we were unable to retrieve it. There was none reported product problem outcome.

Manufacturer narrative:
Complaint conclusion: as reported by the affiliate, the customer had a problem with one of the savvy balloons in which the tip was severed whilst in the patient¿s artery and we were unable to retrieve it. ¿there was no reported product problem outcome.¿ no additional information is available. The device was returned for analysis. One non sterile catheter pta savvy small vessel 3x10 was received coiled inside a plastic bag. The device was separated in three pieces, the balloon and the distal section of the device was not returned. Sem results show that the inner and outer body surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. Review of lot 15947926 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿distal tip/ separated-in patient¿ was confirmed as the device was received separated. The exact cause of the separation could not be determined. Based on the limited information available for review, factors (vessel characteristics/procedural) contributing to the separation could not be determined. Analysis of the returned device notes elongation at the point of separation which may suggest that force was applied to the device. Neither the DHR nor the analysis suggests a design or manufacturing related cause for the separation; therefore, no corrective action will be taken at this time.